Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump randomly alarms no delivery. Customer stated had called in regard to the issue previously about two weeks ago and the alarms occurred about 20 times in a week. Customer believes the issue is with the insulin pump and not the infusion set. Customer declined to perform troubleshooting or provide any information in regards to the event. He requested the device to be replaced. The device will be returned for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.